Event description:
It was reported by service report that the power cord was damaged. The black insulation had been cut but no conductor was exposed. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.